Manufacturer narrative:
The explanted devices was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No device malfunction was suspected.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was reportedly doing well postoperatively. No device malfunction was suspected.